Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient's insertion device released before he pressed the release button and fired the infusion set into his leg. The patient did not require medical attention. The insertion device was requested to be returned for product evaluation.